Manufacturer narrative:
In compliance with 21cfr part 820.198 - quality system regulation - and natus quality management system, natus determined this is a known issue. There is a field corrective action(fca) in process for fixing all the affected carts. The replacement parts along with the detailed installation instruction has been sent out to all the affected customers.

Event description:
The screws and the plate is stripped. The camera is hanging on top of cart and the cart has lost the screw.